Event description:
Report received from abbott international (abbott canada) that states there were proximal occlusion alarms in the ICU. The report states, "an ICU clinician set up a nitroglycerin (ntg) plum IV set, placed in the pump and the proximal alarm sounded. The clinician then set up another ntg plum IV set with the same results. The ntg drip had been delayed 15 minutes at this time. The clinician then used a plain IV plum set to administer the ntg drip." It was also reported that the emergency room had four incidences of proximal occlusion alarms the same day. No further info could be obtained from the customer. No report of adverse pt effect. Additional patient info was requested, but no further info was available.